Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose at the time of incident was over 600 mg/dl and current blood glucose is 345 mg/dl and customer's blood glucose while hospitalized was over 600 mg/dl. He cause of hospitalization was diabetes ketoacidosis. The customer was hospitalized due high blood glucose level on (B)(6) 2017. The cause of hospitalization was diabetes ketoacidosis and high blood glucose. The customer stated that the drive support cap was normal. The customer did experienced symptoms like diabetes ketoacidosis. The customer was treated high blood glucose with intravenous drip. The customer was wearing the insulin pump during the hospitalization. The outcome of hospitalization was customer was insulin intravenous treatment. It also stated that the drive support cap was normal. The insulin pump will not be returned for analysis.